Manufacturer narrative:
PMA/510(k) # k210476 device evaluation (B)(4) unit of lot c2111633 of echo-hd-3-20-c was returned in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 16 may 2024. On evaluation of the devices the following observations were made: visual inspection: distal end of needle examined, and needle break observed approx. 6.5cm from tip of sheath. Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Manufacturing records prior to distribution, all echo-hd-3-20-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number c2111633 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077) image review an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Although it was advised target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to break at the notch area during the second puncture attempt, as it is stated in the answers to the additional questions that one sample was obtained with this needle. It is also possible that the distal part of the needle was damaged while obtaining first biopsy sample outside of patient and then broke on the second puncture attempt. Another possible root cause could be attributed to the needle hitting or passing hard cartilage leading to the distal end of the needle to break after puncture attempt. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle tip is missing, user didn't find it in the endoscope or in the patient. There is possibility that the missing needle tip is in the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted due to completion of the investigation on 19 nov 2024.

Event description:
User utlized the needle to do biopsy at patient's panreas head, but found out the needle tip along the notch is broken, and the broken needle tip is missing, user didn't find it in endoscope or in patient. There is possibility that the missing needle tip is in patient. Patient outcome: there is possibility that the missing needle tip is in patient. Patient/event info - notes: 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Needle notch broken. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? Yes. If no, please specify where the damage is located: procore. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r, 2l, 4r, ao, ar, 11ri, 11s. 7. Please describe the size of the intended target site.diffuse hypoechogenicity. 8. If not with the device in question, how was the procedure performed and/or finished? With another needle to complete the procedure. 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus uct-240. Uct-240. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Retracting the device from endoscope to obtain the sample. 17. Was difficulty experienced while retracting the needle? No. 18. Was the syringe used during the procedure, after the stylet was removed? Yes. 19. Was the needle able to be fully retracted before removing from the patient? Yes. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? No. 24. How many biopsies/passes were obtained with use of this needle? 1. 25. Did any section of the device detach inside the patient? User cannot find the broken needle tip in endoscope or patient. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? Needle broken at notch. Procore. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No. Ebus.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.